Manufacturer narrative:
Product ID: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, angiography was performed approximately four times from the femoral artery and in the cardiac chamber as well as performing twice for verifying the implant site of the micra device. The device was successfully implanted in the right ventricular septum after first deployment, and three engaged tines were confirmed. Postoperative echocardiography revealed pericardial effusion. No hemodynamic failure was observed. It was also reported the patient experienced cardiac tamponade from perforation. Fluid drainage procedure was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.